Manufacturer narrative:
The reported bioraptor knotless suture anchor has not been returned for examination, however a photograph was supplied. Review of the photograph showed the distal tip of the inserter has broken off of the inserter shaft. The photograph is inconclusive as to the root cause of the breakage. An exact root cause cannot be determined with confidence without the return of the device; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder surgery the disc got disconnected from the shaft while the device was inside the patient's anatomy, the disc piece was removed from the patient's body. No patient injuries or delay reported. Back-up device was available to complete the surgery. No additional bone hole required.